Manufacturer narrative:
Date of expiration: 03/2019. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports he was given the dressing to apply to his right revision total hip incision after surgery on (B)(6) 2016. He initially had a different dressing in place but he applied this dressing approximately (B)(6) 2016. He stated that he washed the area with mild soap and water prior to application and nothing else was applied to the skin. He did not notice any staining of the skin from a pre-operative skin preparation. Within a few days, he developed itching under the dressing. At the same time, he also developed a rash outside of the area of the dressing on his right hip that migrated to his waist. He also had all over itching on his body that was sporadic but very intense including on his hands, torso, ankles, hands, face and head. He states that if he touches his skin in a certain area, it develops a rash and itching. One area will clear up and another area will develop. Approximately 1 week after applying the dressing, he removed it and noticed a rash under the hydrocolloid border that matched the size and shape of the border that looked like a heat rash. This was similar to the rash elsewhere on his body. He has self-treated with topical benadryl cream and other unknown topical anti-itch creams with no relief. End user reports he has also self-treated with over the counter oral benadryl with relief but it comes the rash reappears and the itching comes back. The rash that was on the right hip resolved in approximately 1 week but he still has the rash and itching elsewhere and today he reports hives on his head. He reports no changes to his medications, laundry detergents, soap, etc. He has not seen a physician but he reports he plans to go to urgent care or see his dermatologist today.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.